Event description:
Reporter indicated that patient's seizure type has changed from absence seizures to grand mal seizures since the patient experienced a fall. Device diagnostic testing was within normal limits, indicating proper device function and review of x-rays did not reveal any obvious discontinuties in the vns therapy system. It was also reported that the patient experiences wheezing at night when she lays down.